Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. Customer attempted to extend and reposition the lifeband, however, the user advisory message persisted. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported complaint of the autopulse platform displaying a user advisory ua 07 (discrepancy between load 1 and 2 load too large) message was confirmed. Visual inspection was performed and no external physical damages were observed. The archive data was reviewed and indicated that numerous user advisory ua07 messages occurred. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button". Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Note: utilizing the shoulder restraints may help changes in patient alignment. Functional testing was performed on the platform and further investigation indicated that the most likely cause of the reported complaint was due to one of the load cells not functioning properly. Following service of the platform, the device passed all testing criteria.